Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Pre venitl is not adjustable. Not implanted.

Manufacturer narrative:
The valve was returned in the original packaging and was preset to pressure level 20 cmh2o. A visual inspection was performed and no deformities were identified. The valve was packed in the original sterile packaging upon delivery. The examination was carried out with sterile packaging. The pressure steps were adjusted up and down in steps of 5 at the valve. The investigation revealed that the valve can be easily adjusted. The investigation could not confirm the reported event. No further actions are required.